Event description:
It was reported while using bd autoshield¿ duo pen needle 30g x 5mm (100 count) the outer cover did not attach properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: something wrong with the thread, cannot put the needle on the pen.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported while using bd autoshield¿ duo pen needle 30g x 5mm (100 count) the outer cover did not attach properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: something wrong with the thread, cannot put the needle on the pen.